Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was a 1/16th of an inch gap. The customer stated that the cartridge was properly aligned onto the pump. Reportedly, the customer declined to load a new cartridge and stated that there seemed to be no issue with the current cartridge. The cartridge was successfully reloaded. Blood glucose was 145 mg/dl.